Event description:
During a routine device replacement procedure, when attempting to connected the left ventricular (lv) lead, the set screw in the device header was stripped. A new device was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was backed out from its thread as a result of unscrewing the set screw too far. The set screw also contained septum material inside the hex cavity. The set screw anomaly was consistent with having occurred during the procedure.